Event description:
According to the information, there was leakage at the level of the pump and tubing erosion.

Manufacturer narrative:
According to the available nformation, this inflatable penile prosthesis was revised in 2006 due to leakage at the level of the pump and tubing erosion. A pump was the sole component received for evaluation. Examination and testing of the returned component revealed a separation in the pump bulb. Testing revealed to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Partial separations were noted on all tubes of the pump. Testing revealed these to not be sites of leakage. Abrasion was noted surrounding these partial separations. Recreation of the position of the pump tubes according to the abrasion pattern, demonstrates the tubes were overlapping. In addition, based on previous qa simulations and examination of the returned product, qa concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress(s) was exerted on the pump bulb to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Because qa's examination may not conclusively confirm or disprove the report of erosion, qa accepts that the physician's observations of such as the reason for surgical intervention.